Manufacturer narrative:
The test strips were requested for investigation. The customer's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.6 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. The result from the meter was 7.4 inr. The result from the laboratory "within a few minutes" was 5.5 inr. The patient's warfarin dose was held based on the laboratory result. The patient's therapeutic range is 2.0 - 3.0 inr.